Event description:
Reportedly, the instrument jammed above the anastomosis inside the colon, it as impossible to remove through the anus. The anvil came off when they tried to pull the instrument free. It seemed that the instrument stapled but did not cut. This resulted in tissue loss and longer operating time. The tissue was resected and a new anastomosis was performed with another device. Procedure: colon resection. Pt sex: unknown.